Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 241.4140 on 8100 unit. Technical support- 1.tech has error code 241.4140 on 8100 unit. 2.error has to do with patient side pressure senor meaning the voltage is too low, the sensor mat be broken. 3. Pressure senor needs to be replace. A serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was confirmed. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that the device received error code 241.4140. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device received error code 241.4140. There was no patient involvement.